Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to early battery depletion. Guidant received additional information that the transvenous defibrillation lead exhibited elevated ventricular pacing thresholds.